Manufacturer narrative:
The device lot number was received, therefore, the expiration and manufactured dates are now known.

Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a maxfoce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and balloon dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon leaked when attempted to be inflated in the common bile duct. The device was removed from the patient. Outside the patient, it was also noted that the balloon was leaking from a hole in the balloon material. It was confirmed that the balloon did not burst and no pieces of the balloon detached in the patient. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a maxfoce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and balloon dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon leaked when attempted to be inflated in the common bile duct. The device was removed from the patient. Outside the patient, it was also noted that the balloon was leaking from a hole in the balloon material. It was confirmed that the balloon did not burst and no pieces of the balloon detached in the patient. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxfoce biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) and balloon dilatation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon leaked when attempted to be inflated in the common bile duct. The device was removed from the patient. Outside the patient, it was also noted that the balloon was leaking from a hole in the balloon material. It was confirmed that the balloon did not burst and no pieces of the balloon detached in the patient. The procedure was completed with another maxforce biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no damage to the catheter of the device. Dried contrast medium was noted inside the balloon portion of the device. Functional testing was performed; the balloon was attempted to be inflated and a leak was noted in the balloon material. Microscopic examination of the balloon confirmed a pinhole (less than 1mm in diameter) in the balloon material, at the proximal edge of the distal radiopaque (ro) marker. A crease in the balloon material on either side of the pinhole was also noted. No issues were noted to the ro marker. The complaint that the balloon leak was confirmed. The most probable root cause for this event is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source.) A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.